Event description:
A customer contacted baxter's technical service center regarding a problem of free flow which occurred on the home choice (hc during patient use. The home patient was not connected. The hp stated that the solution in the supply bag flowed into the other supply bag on the same y supply line. The technical service representative (tsr) told the hp that by hanging one bag it flowed into the lower bag. The tsr told the hp that it was not recommended to hang bags. The tsr advised the caller to put the supply bags on the same level to avoid free flow. The hp was to call back with any problems or questions. The hc was operational. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cause of the reported condition of solution flowed between bags was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The samle is not available for evauation. Should additional information become available, a follow-up report will be submitted.